Event description:
The customer reported that the service indicator illuminated while testing high voltage outputs of the defibrillator. There was no patient associated with the report.

Manufacturer narrative:
Physio-control evaluated the device and observed several log entries of a fault code related to the operation of the high voltage transfer relay. Physio replaced the therapy pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced pcb assembly and determined that root cause for the fault code was an electrical open in a pcb land that connects the relays, designators k1 and k2.